Event description:
A report was received form a user facility that on (B)(6) 2012, a longtime in-center hemodialysis pt developed shortness of breath and signs and symptoms related to a dialyzer reaction. The pt was sent to the hospital for evaluation and was admitted. As of (B)(6) 2012, the pt has since dialyzed successfully on an alternative dialyzer and continues with out-pt hemodialysis. There is no sample available for evaluation.

Manufacturer narrative:
(B)(6).